Manufacturer narrative:
The lead was explanted on (B)(6),2023.-

Manufacturer narrative:
The lead was explanted on (B)(6) 2023 upon receipt, the lead under complaint was found cut 15.5 cm distal to the df4 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 12 cm distal to the df4 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the insulation was found damaged due to wear between 54 and 55 cm distal to the df4 connector pin. In this region the conductor cable leading to the rv shock coil was found fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above mentioned conductor cable fracture is assumed to be the root cause of the observed hv impedance abnormality. Additionally, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Remote monitoring reported high shock impedance. No adverse patient events were reported. Lead currently remains implanted with a plan to replace soon. Should additional information be received, this file will be updated.